Manufacturer narrative:
The device was returned, and the evaluation found the alleged reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid endoscope telescope's root part of the outer tube was damaged. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the malfunction identified are due to the use of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during the reprocessing before a diagnostic uterine cavity examination procedure. The procedure was completed using a similar device.